Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were noted on the device due to fusion beats. Technical support was contacted and recommended reprogramming. No intervention was performed at this time. The patient was stable and will continue to be monitored.